Manufacturer narrative:
Unable to perform review of incoming inspection records as lot number is unknown. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received, a follow-up report will be submitted.

Event description:
The patient underwent a bronchoscopy on (B)(6) 2015 with no adverse event and was discharged with no complication. On (B)(6) 2015 the patient complained of blood tinged sputum (less than 1 tsp). No chest x-ray or intervention was required. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.